Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # 102c70. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60m reload was received partially fired 1/16 with pan partially dislodged from left side. Due to the reload condition no functional test could be performed to the returned reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 102c70, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.